Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: d, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm tm called to state the arctic sun device had alarm 113s. They sent in the csv file attached to this work order. Per review of wo notes, the flow rate initially was 1.2 lpm. Approximately 2.5 days later, the flow rate had dropped to 05 lpm. The heater power was disabled and therefore the alarm 113 sounded as a result. Per additional information received via mail on 10oct2025, the issue was due to the neonatal pad not the device itself, the device was returned to service, no repairs needed. The pad was disposed of.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. One case data file was received and evaluated upon receipt. Therapy was started at 10:21 on 23sep2025 and the flow rate stabilized to 0.9 to 0.8 l per min at an inlet pressure of -7.0 psi and a circulation pump command of 3 to 37 percent. The flow rate slowly decayed over the course of therapy to 0.5 to 0.6 l per min although the inlet pressure was maintained at -7.0 psi and the circulation pump command remained low, under 50 percent. Alarm 113 was received at 7:26 on 25sep2026 after the device's water temperature was cooler than its target for 40 minutes. After the alarm was cleared, the flow rate briefly primed to 2.3 l per min and dropped back down to 0.5 to 0.6 l per min. The water temperature remained below target for another 44 minutes with a low heater command. The device showed another alarm 113 at 8:02 on 25sep2025 and therapy was stopped 8:20. Per review of wo notes, the flow rate initially was 1.2 lpm. Approximately 2.5 days later, the flow rate had dropped to 05 lpm. The heater power was disabled and therefore the alarm 113 sounded as a result. Per additional information, the issue was due to the neonatal pad not the device itself, the device was returned to service, no repairs needed. The pad was disposed of. The lot number for this investigation is unknown. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ttm tm called to state the arctic sun device had alarm 113s. They sent in the csv file attached to this work order. Per review of wo notes, the flow rate initially was 1.2 lpm. Approximately 2.5 days later, the flow rate had dropped to 05 lpm. The heater power was disabled and therefore the alarm 113 sounded as a result. Per additional information received via mail on 10oct2025, the issue was due to the neonatal pad not the device itself, the device was returned to service, no repairs needed. The pad was disposed of.

Event description:
It was reported that the ttm tm called to state the arctic sun device had alarm 113s. They sent in the csv file attached to this work order. Per review of wo notes, the flow rate initially was 1.2 lpm. Approximately 2.5 days later, the flow rate had dropped to 05 lpm. The heater power was disabled and therefore the alarm 113 sounded as a result.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.